Manufacturer narrative:
Product consumed by customer.

Event description:
It was reported that during a surgical procedure at the user facility, lint from the device fell onto the surgical table. No lint particles fell into the patient wound site. The procedure was completed successfully without a clinically significant delay; there were no adverse consequences or medical intervention.

Event description:
It was reported that during a surgical procedure at the user facility, lint from the device fell onto the surgical table. No lint particles fell into the patient wound site. The procedure was completed successfully without a clinically significant delay; there were no adverse consequences or medical intervention.